Manufacturer narrative:
Items returned for evaluation: pusher. Items not returned for evaluation: implant; introducer; shrink lock; dispenser hoop; microcatheter. The visual analysis of the returned device found that the pusher bodycoil was broken at the transition area, and the proximal connector was kinked. The distal portion of the pusher and the implant were not returned for evaluation. The investigation of the returned coil system found the proximal connector kinked, and the pusher bodycoil broken at the transition area. The implant and the distal portion of the pusher were not returned for evaluation. Without the return and evaluation of the implant and attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength.

Event description:
It was reported that a stent-assisted coiling of an aneurysm of the left anterior choroidal artery was being performed when the microcatheter began to lose position. An embolization coil implant was being deployed at the time. It was attempted to push the implant back into the aneurysm but the implant detached unexpectedly. The implant was stuck between the stent and the vessel wall. The patient was reported to be "fine otherwise" and that the physician was able to finish the case. There was no intervention.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for analysis. However, the device has not been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental report will be submitted.

Event description:
It was reported that a stent-assisted coiling of an aneurysm of the left anterior choroidal artery was being performed when the microcatheter began to lose position. An embolization coil implant was being deployed at the time. It was attempted to push the implant back into the aneurysm but the implant detached unexpectedly. The implant was stuck between the stent and the vessel wall. The patient was reported to be "fine otherwise" and that the physician was able to finish the case. There was no intervention.